Manufacturer narrative:
The complaint shall be closed with an unjustified conclusion. The depuy liner has been used with a competitor head. This practise is advised against and is contra-indicated in depuy information for use literature (IFU). It shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.

Event description:
Severe adverse effects after implantation of a depuy titanium hip

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.